Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, the patient received inappropriate antitachycardia pacing and shock therapy due to post-sensed t-wave oversensing on the ventricular channel. Programming changes were made during the device check. No adverse consequences were detected.